Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found a sticky substance on the siderail latch, preventing the siderail from latching. The technician cleaned the siderail latch mechanism to repair the bed.